Manufacturer narrative:
Section b3: date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain patient weight; however, no further information was received.

Event description:
It was reported the patient following an unrelated shoulder procedure the ipg was unable to communicate with external devices. Programmer displayed " generator unavailable" error message. Troubleshooting was attempted several times to no avail. Subsequently, the ipg could not communicate with external device and stimulation was lost. An abbott representative will attempt to recover ipg and restore therapy. If attempt is unsuccessful, surgical intervention may be planned to address this issue.

Manufacturer narrative:
It was reported to abbott that a patient following an unrelated shoulder procedure the ipg was unable to communicate with external devices. Programmer displayed " generator unavailable" error message. Troubleshooting was unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.